Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor not functioning was confirmed. Upon investigation, the rear response button was not functioning. As received, the rear response button cable was unplugged and damaged. The root cause of the cracked cable cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was not functioning.